Event description:
General report received of an unspecified number of undocumented incidents of separations. The tubing sets were connected to unspecified pt IV access devices and were being used to deliver unspecified medications. After unspecified lengths of time, it was reported that the nurse attempted to connect the male adapter of unspecified secondary tubing sets to the clave secondary port on the cassette of the tubing sets. At this time, it was reported that the clave secondary port on the cassette of the tubing set separated from the cassette. There were no reported adverse pt effects and no reported delays of therapies critical to these patients. No medical interventions were reported. Though requested, no additional info was provided including if the tubing sets were replaced and the therapies were resumed.

Manufacturer narrative:
The customer contact indicated that the device were discarded. The international affiliate was contacted and info on reprocessing of the device was requested. No response has been received. This report represents all the info known by the reporter upon query by hospira personnel.